Manufacturer narrative:
(B)(4). The device was received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device via 5fr sheath after a digital subtraction angiography (dsa) procedure. Reportedly, the hemostatic valve on the exchange sheath did not stop bleeding once placed in the patient anatomy. The guide wire was re-introduced and the exchanged sheath was removed. A new exchange sheath placed. A second starclose se device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported leak was confirmed as the hemostasis valve was observed to be dislodged. The reported event and subsequent treatment appears to be related to procedure circumstance such that the hemostasis valve in the exchange sheath was inadvertently dislodged while inserting the dilator to insert the exchange sheath into the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.